Event description:
The customer reported that during the procedure, the cutter was grabbing the vitreous and was not cutting. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.